Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic reporting that he gradually stopped responding to sounds with the device. Re-implantation is considered.

Event description:
The user visited the clinic reporting that he gradually stopped responding to sounds with the device. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user_s hearing performance with the device is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, the active electrode has been received damaged and no exact location of the fractures could be determined. Other mechanical damages found during device investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user visited the clinic reporting that he gradually stopped responding to sounds with the device. The user was reimplanted on (B)(6) 2022.